Manufacturer narrative:
(B)(4). Batch # p56u8j. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a xr60b test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if there was any issue with the staple line, after the second device was used, that the surgeon felt the need to oversew for? Was the staple line incomplete (missing staples) or were any unformed/malformed staples seen?

Event description:
It was reported that during an ileostomy closure, the doctor stated the staples were unformed after firing. A second like device was used to complete the procedure. The doctor over sewed the staple line with sutures, after using the second stapler. There were no patient consequences reported.